Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for no image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. During troubleshooting with olympus technical assistance center (tac), the customer stated that the monitor had the high-definition multimedia interface (hdmi) in and ac in. The customer follow the hdmi to a box that had two cables, with one that went to digital visual interface (dvi) on the cv-190 video system center. The customer was informed that the issue was likely with the hdmi cable, dvi cable or the box. The customer reported that the cabling has not been touched and that the device was working the day prior. The customer did not have another dvi or hdmi cable to try and replace and requested to have a field service engineer come onsite. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The device was working fine the week before; however, when turned on the day of the event, it would not come on. The diagnostic medical exam was completed with the same device; however, pictures and videos could not be obtained. There were no reports of patient harm.